Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after suffering from infection. The pacemaker and leads were explanted. The new system was implanted on (B)(6) 2018. No further information was available.